Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they got hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose of 300 to 400 mg/dl at the time of the incident. Three days before the call, the customer was low, then the next day was fine, and then on the third day, went very high. The customer was at 70 mg/dl when they went low, and 161 mg/dl at the time of the call. The customer used food to treat the low and boluses to treat the high. The customer experienced high symptoms such as nausea, vomiting, inability to walk straight, stroke-like symptoms, and falling. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the customer would call back when they received a tubing clamp. The customer reported getting incorrect finger stick blood glucose readings and no boluses being delivered when they attempt a bolus. The insulin pump will not be returned for analysis.